Manufacturer narrative:
For additional information, the managers console module in dis calculates the 56-day deferral expiration date for deferral code 20029 (rbc loss 2x in 8 weeks) based on a database table field that is only updated at the end of the day (red cells date field on the donor status database table). Dis calculates a 56-day deferral expiration date incorrectly if, and only if; a donor has an rbc loss on the same day a manager is correcting their previous donation by adding an rbc loss. If this happens, dis will use the red cells date field for the last date donation instead of their current donation, and the 56-day deferral will be calculated incorrectly. An example scenario for correctly deferring a donor for having two red blood cell (rbc) losses within 56 days is shown below: 1. A donor completes a donation with rbc loss (1st rbc loss date) less than 200ml. 2. Between 2 and 56 days after the 1st rbc loss, the donor returns for a second donation with an additional rbc loss regardless of the volume of rbc lost (2nd rbc loss date). 3. Dis will apply deferral code 20029 (rbc loss 2x in 8 weeks) to the donor on the 2nd rbc loss date, which should expire 56 days after the 2nd rbc loss date. In a test performed as part of this investigation, biolife created a test donor who donated on (B)(6) 2025. The test donor did not have an rbc loss on their last donation (on (B)(6) 2025); however, they had an rbc loss on their second donation on (B)(6) 2025. After the rbc loss was entered for on (B)(6) 2025 donation, an rbc loss was applied on (B)(6) 2025 donation using managers console. Since the database table field was not updated yet in the system, dis applied a 56-day deferral expiration date using the incorrect donation date on (B)(6) 2025 instead on (B)(6) 2025, resulting in a 56-day deferral expiration date of 26 mar 2025 instead of the correct expiration date of 28 mar 2025. In addition to the database review described in the event description provided in b.5 of this form, biolife it performed a comprehensive review of the code for applying rbc loss deferrals to identify additional impact. The review determined that this issue impacted only deferral code 20029 (rbc loss 2x in 8 weeks). To prevent the recurrence of this issue, biolife it created an sql script to identify rbc loss deferrals that expire before 56 days from the applicable donation with rbc loss. The design and use/misuse fmeas, along with the risk assessment and control table (ract) were reviewed. The ract has an identified hazard (dis.haz.024) reading "ineligible donor is not identified, and a donor donates with several red blood cell losses. This event applies to a donor where 200 ml, single even or 2x/within an eight-week period occurs." The frequency of the hazard was determined to be remote (unlikely, but possible to occur in the life of the individual product or reasonably expected throughout the product population). The severity of the hazard was determined to be serious (potentially results in injury or impairment not requiring professional medical intervention). Risk control measures identified to mitigate the hazard to an acceptable risk are: 1) the dis provides the user the ability to manually defer a donor for any reason, including a red cell loss. 2) donor must have a hematocrit test performed prior to each donation, which will limit the number of donations if the hematocrit is below the acceptable range. 3) biolife it monitors dis data daily. The data output is reviewed and any situations where dis may have allowed an ineligible donor to donate or an unacceptable unit to be boxed and/or shipped are investigated to ensure dis is operating appropriately. The daily review of data includes checks for donor eligibility requirements including donation frequency, deferrals, physical examinations, and required testing. After the investigation, a database job was re-enabled as an immediate corrective action to identify and correct defer code 20029 (rbc loss 2x in 8 weeks) rbc loss deferrals that expire before the 56 days. The database job was previously created to address an issue with the handheld devices, resulting in the rbc loss deferral being less than 56 days (refer to MDR). The job runs daily to correct the expiration date of the deferral. It should be noted that the dis is used exclusively by biolife plasma services, l.p., and is not marketed to third parties. Because of this, the company's it group maintains direct oversight of dis in all user facilities. Trackwise change control (B)(4) was created to document the code change required to remediate the issue. Validation will follow change control and design control procedures to confirm the change resolved the issue and met the defined system requirements. Once the change is ready to be released into production, biolife it will send a release notice to the plasma centers informing them that a new software version will be effective at their location. The notice includes a release notification form detailing the changes being implemented and any actions needed by the user. Biolife will also perform the following post-deployment activities according to internal procedures. During deployment, biolife it and the quality system representative (qsr) will closely monitor the performance of the newly deployed software by performing daily reviews of all support calls received. Any software anomalies encountered will be reviewed for impact following the complaint process. Complaints will be received, evaluated, investigated, resolved, and reviewed. Any changes will follow the change control process for routine or urgent changes to the computerized system.

Event description:
During the review of MDR effectiveness, a pdt (plasma derived therapies) dd&t (data, digital, and technology) employee discovered a new issue that resulted in the early expiration of the deferral associated with two (2) rbc (red blood cell) losses in a period less than 56 days. Out of extreme caution, biolife is submitting this event as an MDR. A new investigation determined the managers console module (v8.0.0.33) in the donor information system (dis) malfunctioned, resulting in the donor deferral timeframe requirement not being met. The system did not apply the correct number of deferral days (56-days) for three (3) donors (B)(6). None of these donors returned to donate during the expected 56-day deferral period. Biolife determined the root cause to be a code defect associated with a parameter calculation error in the managers console module in dis, resulting in the incorrect number of deferral days. Managers console was using the 1st rbc loss date to calculate the 56-day deferral instead of the 2nd rbc loss date, which resulted in the incorrect calculation of deferral days for the deferral code. The system malfunctioned per dis systems requirements, dis.syrs.10999, dis.syrs.11000, and dis.syrs.11001 reading: allow the manager user to defer the donor for red cell loss on the following: 1. Donor has two red blood cell losses within the last 56 days (counting from the first red cell loss date) or 2. The selected red cell loss reason is configured to defer the donor. The biolife information technology (it) team performed a new database review using the data saved from MDR with a date range of 28-feb-2023 to 10-jan-2025 to identify additional instances of the reported issue. Out of the 31,225,565 donations for the reviewed period, the new investigation identified three (3) donations where dis did not defer donors after a second red cell loss within a 56-day period. The medical assessment performed under the new trackwise deviation concluded that none of these 3 donors returned to donate during the 56-day deferral timeframe. As this is a system calculation, there are no relevant alarms or visual/audio indicators.